Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 7, the implant lost osseointegration in type ii bone. Clinician noted an infection and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 7, the implant lost osseointegration in type ii bone. Clinician noted an infection and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.